Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for interrogation of the implantable cardioverter defibrillator. It was revealed that the device exhibited intermittent ventricular under-sensing. No interventions or adverse patient consequences were reported.